Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced multiple, intermittent occlusion alarms. The customer experienced blood glucose (bg) levels ranging in the 400's mg/dl and delivers correction boluses to address the bg levels. Reportedly, when the customer receives occlusion alarms, fill tubing is performed and insulin is not observed to be exiting the infusion set tubing or cartridge. The customer then changes their pump supplies to resolve the occlusion alarms. The customer stated pump supplies are worn up to seven days. Tandem technical support (cts) educated the customer that per labeling they should be changing their pump supplies every three days. As the customer had changed their pump supplies since their most recent occlusion, cts was unable to perform a system check to determine a possible cause of the occlusions.